Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 395 mg/dl. The customer was treated with a manual injection for the high blood glucose. The customer also had issues with their keypad. The caller was the customer's mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.